Manufacturer narrative:
(B)(4).

Event description:
It was reported that during procedure for routine device change unrelated to this event, insulation abrasion was observed on the rv lead. Physician identified the insulation issue during pocket revision and the lead was reported to be damaged. No electrical abnormalities were noted. The lead was capped on (B)(6) 2016 and a new lead was implanted. The procedure was completed successfully without adverse consequence to the patient. Patient was stable during follow-up check.